Event description:
While positioning synergy cardiac stent, the stent came off of the delivery balloon without deflation. Add'l balloons were required to reposition and expand the stent. The stent was successfully expanded and the pt did well.